Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by anaesthesia service team leader on (B)(6) PICC inserted in private into left cephalic vein, trimmed to 55cm, internal length 44cm and external length 11cm, verified by radiologist, guidewire removed. On (B)(6), patient sent to ed as line was leaking. Patient needed line removed. They needed to undergo another invasive procedure to have a second PICC inserted. The impacted PICC line was discarded. No other information was provided.